Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / page 54 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44 warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 27.8 mmol/l (500 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. It was also noted that the cannula had dislodged from the infusion site. There was "an impression" on the patient's skin where the cannula was laying. After removing the pod, it was reported that the cannula appeared bent. To treat the patient's elevated bg levels, manual injections and correction boluses were administered.

Manufacturer narrative:
No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. No other defects or deficiencies were identified during the investigation that would contribute to a dislodging of the cannula. Although no problem was found with regards to a bend or kink in the cannula, a root cause for the reported dislodging and associated high bg (blood glucose) levels could not be determined.